Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin screen was fading away. Insulin pump had replace battery less that seven day, reject new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display/screen fading anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms noted during testing. (B)(4).